Event description:
It was reported that a patient underwent a laparoscopic fundoplication procedure on (B)(6)2010 and suture was used. The needle broke during use on the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00610. The same patient is represented in each medwatch.